Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient notifier was delivered for low atrial lead impedance for a patient programmed to vvi. The alert was disabled. No patient symptoms were reported.